Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the fiber bonding in the outer tube area (distal end) is damaged, the outer tube has a dent and therefore has sharp edges, and the image is purple. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the device does not work due to fiber bonding in the outer tube area (distal end) is damaged and the outer tube has a dent and therefore has sharp edges, and the video cable is broken therefore the image is purple. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device

Event description:
It was reported the laparoscope stopped working. The issue was found during set up / inspection for use. There were no reports of patient harm.